Event description:
It was reported that the pt developed a seroma post pump replacement. The pt was taken back to the operating room to have it drained and the incision "cleaned out". The medication being delivered via the device system was lioresal. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.